Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted by the patient not being able to sleep and "feels like ants going up and down" the arms. Follow up information was received from the managing physician stating the patient was brought into the clinic. The lead was functioning properly and there was no product performance issue.

Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2012; 3357-40c ICD implanted (B)(6) 2017; 5076-58 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient their "heart has gotten worse" since implant and was told a lead "wasn't working right." Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.